Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As per (B)(6) - the contact person at hospital (B)(6): the device had nothing to with the patient expiring. Patient was in critical status prior to putting him on the rota-flow, rota-flow couldn¿t provide the therapy required to sustain the patient. Further complication arouse, and the patient expired. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the patient expired during the treatment with a rotaflow device. The device was directly involved in the event. A getinge service technician was onsite to test the device in question on (B)(6) 2020. The rotaflow passed all calibrations, functional and safety tests. As per the responsible person in the hospital (kathy gray) the device has nothing to do with the patient expiring. The unit was returned to the customer and cleared for clinical use. A medical review was performed by manager medical affairs on (B)(6) 2021 (refer to file attachment medical review): the patient was in critical status prior to putting on the rotaflow as mentioned by kathy gray the device had nothing to do with the patient expiring patient was suffering from a dilated cardiomyopathy and began to severely decompensate the rota-flow could provide only 0.3 lpm of blood flow according to the customer account no background was provided by the customer behind the lack of appropriate blood flow (e.g. Malpositioned cannula, line kink, inadequate patient volume etc.). No root cause was provided by the customer for the expiration of the patient. As explained by the customer/user, the expiration of the patient was unrelated to the use of rota-flow. Thus no product related malfunction could be confirmed. It could not be confirmed that the death was related to the product. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.